Event description:
It was reported that the patient previously had 8 implantable neurostimulator (ins) implanted and about 3 of them had to be replaced due to the leads coming out. If that would happen again, the initial reporter was going to mount them to the spinal cord so the patient would not have to have the surgery again. The initial reporter didn¿t know when or which devices had to be removed and replaced with the leads that had pulled out. She could not provide any dates or guesses. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).